Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit was selected for use during a watchman procedure. During insertion, the versacross dilator tip was noticed to be kinked and damaged (break) on loading it to the wire. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. It was mentioned that the method of loading the device could possibly have caused the damage on the versacross dilator. The dilator was not reshaped prior to the damage noted. The device is not expected to be return as disposed in facility (disposed).